Manufacturer narrative:
(B)(4).

Event description:
It was reported that in (B)(6) 2012 the patient¿s left lead was infected and was explanted. In (B)(6) 2012 the patient¿s right lead and implantable neurostimulator (ins) became infected and both devices were explanted. The patient did not get replacement surgery. The patient was not able to live by themselves and they were being controlled by medicine. No outcome was reported regarding this event. Additional information could not be obtained. Should additional information be received the event will be updated.